Event description:
Customer reportedly obtained results of 585mg/dl and 113mg/dl on the aviva sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.